Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer was using suspend before low feature. Customer was using audio and vibrate mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.